Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions on how to reset pump, and planned to perform reset at a later time.